Event description:
It was reported that during a sigmoidectomy procedure with a robot, when the surgeon performed anastomosis, the surgeon had the feeling that the firing trigger was very difficult to close. When they opened the circular stapler, the staples were partially formed. The donuts were not completed. They had to use another circular stapler to complete the procedure. As a result, the procedure was prolonged two hours.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. (B)(6).